Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited high capture thresholds and high impedance. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of inadequate capture and high pacing lead impedance were not confirmed. As received, partial lead was returned in two pieces. Electrical tests and x-ray did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for damage consistent with procedural damage.